Event description:
The recipient is reportedly experiencing redness and sensitivity at the magnet site. The recipient was advised to discontinue use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly wearing the device. The recipient's sensitivity has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. All recipient symptoms and issues have resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The redness has reportedly improved. The recipient is reportedly experiencing a minor infection and was prescribed antibiotics (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.